Event description:
Update: (B)(4) 2013-legal claim received alleging that the patient suffers from pain, stiffness, discomfort, and weakness. Also alleged is difficulty ambulating and excessive levels of chromium and cobalt. Part/lot were identified. Doi received. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
Patient was revised due to suspected cup loosening and osteolysis. Follow up was done to confirm loosening, rep stated unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.